Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient implanted with this pacemaker was having falling episodes. It was noted that the patient received their device for complete heart block and the caller was inquiring about programming the sudden brady response (sbr) algorithm to determine if the patient was experiencing rate drops. Technical services discussed programmable parameters.